Event description:
It was reported that two patients had 1st degree burns on the throat and mouth after procedures involving agilent tee probes disinfected with cidex opa. The patient's did not require medication or additional stay in hosptital due to the burns.